Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported multiple occlusion alarms occurred and the insulin gauge was inaccurate. Customer's blood glucose was 300 mg/dl. Customer reverted to manual injections for alternate insulin therapy.